Event description:
It was reported that the system 7 single trigger rotary continued to run once the trigger was released during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 7 single trigger rotary continued to run once the trigger was released during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of run-on was not duplicated; however it was confirmed that the device had rough trigger operation due to a buildup of debris in the trigger. This likely occurred due to non-recommended cleaning procedures.